Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was over 500 mg/dl. Customer stated she was receiving a battery out limit after changing batteries multiple times. Customer was in church and it wasn't until after that she saw it was without power. Customer stated she had issues with meter transferring blood glucose readings over. Customer states she did not want to do any troubleshoot for her high bg. The insulin pump will not be returned for analysis.